Event description:
Customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, confirming that it was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy. The technical support team confirmed the shipping address, provided instructions on how to store the pump before returning it, and arranged for the customer to return the defective pump with a prepaid shipping label within 10 days, all of which the customer understood and acknowledged.